Event description:
Procedure: right lobectomy. According to the reporter: on the second firing, staples did not form at all. Blood loss was reported as between 200cc and 500cc. The staple line was manually sutured. Post op, it was noted that the anvil was bent.